Event description:
During revision surgery for nail replacement from 10 mm to 13 mm, it was noticed that the compression screw was broken intraoperatively.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A lab analysis indicated that based on this investigation it was concluded that the compression screw and low profile screw fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross section could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the screw bearing cyclic stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any applications of loads in excess of the material¿s strength, or poor bone quality. Eds analysis identified compositional elements of the base alloy, ti6al4v. No material or manufacturing deviations were observed during this investigation. A clinical analysis concluded that based on the limited clinical information provided, along with the lab analysis, the cause of the broken screws is due to fatigue cracking which the root cause is likely micromotion of the device due to nonunion of some of the multiple fractures of the proximal femur. The patient impact beyond the revision cannot be determined, as there is currently no report of an additional revision procedure to remove the retained portion of the compression screw. No further clinical assessment is warranted. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this complaint closed.